Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited intermittent noise and oversensing. The patient was not pacemaker dependent and there were no pauses greater than two seconds as a result. Additionally, the lead exhibited low signal amplitude measurements. The root cause of the noise was not determined. Programming changes were made to rv and right atrial (ra) sensitivity and routine monitoring was planned. Additional information was received that following the sensitivity programming changes, this pacemaker exhibited farfield r-wave oversensing on the atrial channel, which, resulted in inappropriate atrial tachy response (atr) mode switches. The physician planned to see the patient in clinic on an unknown future date to adjust the ra and rv sensitivity programming. No further assistance was requested, and no further information is available at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.